Event description:
Report received of the pump being returned from clinical service with an unsigned note that read: "unable to pump volume programmed". There was no reported adverse pt event. There was no tracking information (nurse, patient, location) available. Though requested, there was no further info available.